Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type catheter, product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: (b)6) 2016, UDI (B)(4). The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. Regarding additional information received. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs infumorph with concentration 12.5 mg/ml was being administered at a dose rate of 3.101 mg/day as of 2019-mar-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Device evaluated by MFR: the pump was returned and analysis identified residue in the motor gear train. The catheter was returned and analysis identified residue and a kink. Concomitant medical products: product ID 8780 serial# (B)(4). Implanted: (B)(6) 2015 explanted: 2019-05-13 product type catheter product ID 8780 serial# (B)(4). Implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine 12.5mg/ml; 3.101 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was 3/14/2019. It was reported the pump had a volume discrepancy. The actual residual volume (arv) was 28; the expected residual volume (erv) was 0.4. The service that fills the pump told the hcp that the patient had more medication in the pump than was supposed to have during the refill so they "think there's a malfunction somewhere." There were no active critical alarms and this was the first time there had been a volume discrepancy. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the volume discrepancy was not determined. The pump was refilled with medication on (B)(6) 2019. The patient was to return to the clinic on (B)(6) 2019 to check for discrepancies. The volume discrepancy has been resolved. The patient¿s weight at the time of the event was (B)(6). The pump remains implanted.